Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during meniscal repair surgery to suture a meniscus injury, after the final suture was completed, the meniscus surface barrier fell off. The second plate from the omnispan meniscal repair 27deg device detached from the meniscus after deployment. Another device was used to complete the surgery. There was no delay in surgery. There were no reports of harm to patients or users, and there were no adverse consequences to the patient. All available information has been disclosed.